Event description:
It was reported that this right atrial (ra) lead was exhibiting intermittent undersensing. This led to 1 round of inappropriate anti-tachycardia pacing (atp). The lead remains in service. No adverse patient effects were reported.